Event description:
A nurse reported the unit shut down on its own. Pt and procedural impact is unk. Multiple attempts were made to retrieve additional info, but none has been received to date.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The multifunction pcb, cpu pcb, backplane pcb, and the power supply cable were replaced as a diagnostic repair. Preventive maintenance was also performed. The system was then tested and met all product specs. Samples are expected to be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).